Event description:
An endurant stent graft system was selected in a patient for the endovascular treatment of a 4.8 cm diameter and 129 mm in length abdominal aortic aneurysm. A smart control 8mm×8cm, and a luminexx 8mm×6cm were also implanted. There was a very healthy blood vessel without stenosis, curvature and calcification. A stiff wire was used. The proximal neck was 26 mm in diameter and 21 mm in length. The left common iliac artery was 11 mm in diameter and the right common iliac artery was 10 mm in diameter. The right external iliac artery measured 7.4mm in diameter and the left external iliac artery measured 9.1mm in diameter. It was reported that during the index procedure it was difficult to insert the main body delivery system; difficulty was also felt in torquing the device. The main body stent graft was deployed (except supra renal stent) and the contralateral limb was also deployed. When the back end wheel was turned, there was a crack sound. The delivery system was checked but no abnormality was found. However, the top cap didn¿t move to the upper side even though the back-end wheel was turned. Therefore, it was determined to perform normal troubleshooting (removing the back end wheel and put a syringe at the t-tube). The guide wire was removed, back-end wheel was removed (as indicated on trouble shooting) and a syringe was put to t-tube. The physician tried to open the top cap pushing the syringe, but it failed. While pushing the syringe, it sounded like breaking of plastic inside screw gear. After that, the syringe was smooth to move forward, but it was unable to move for opening the top cap. The physician tried to catch dilator tip by a snare catheter which was inserted from the arm; however, this was unsuccessful because it was slippery. Then open abdominal surgery was considered, but it was decided to try again. Delivery system was disassembled and a guide wire was again inserted. A sleeve (metal which is near side tip) was pushed by the guide wire, but it didn¿t move to the upper side. At last an electric surgical knife exfoliated the near side of stent top (as the inner wire was exposed), and pulled the spindle and pushed the sleeve. As a result, suprarenal stent was able to be deployed. When delivery system was removed, external iliac artery (eia) got damage. Therefore 2 bare stents were implanted from eia to common iliac artery, and the procedure was completed. No clinical sequelae were reported and the patient is fine. Film evaluation: a review of returned angio images during implant show that the bifurcate was brought up the right side, with the contra gate placed on the right side of the sac. The neck appears minimally angulated (l-r); however the angulation in a-p is unknown. The bifurcate is shown fully released, however the suprarenal stents are seen still captured within the tip/sleeve. No other obvious stent graft or delivery system abnormalities are seen. Images then show the ipsilateral limb fully deployed, and the contra limb and extensions have also been implanted. The next images show that the suprarenal stents have been fully released (images during release were not provided) and the suprarenal stents do not appear entangled. Two bare stents are then shown placed within the right external iliac artery. The cause of the deployment difficulties could not be determined from these films. The reported left external iliac vessel perforation occurring during removal of the delivery system could not be determined. However, the iliac calcification depicted on the returned drawing of the patient's aorta may have contributed.

Manufacturer narrative:
(B)(4). Method: film evaluation. Results: iliac calcification. Perforation, deployment failures. A syringe used during bailout instead of hemostats. Conclusions: iliac calcification. Perforation, deployment failures. A syringe used during bailout instead of hemostats.